Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection showed a cut in the tubing. Further microscopic inspection showed the cut detail. The sample was functionally tested and noted a leak from the cut. The reported condition was verified and the cause is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was leaking from a hole in the tubing. This event occurred during priming. There was no patient involvement. No additional information is available.